Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins recharger (insr) was not charging. The patient reported that the connector pin on the desktop charger was loose. The patient stated that the insr wouldn't hold a charge and because it won't hold a charge, the patient can't use the device. The patient noted that the insr went completely dead the night before. The patient noted that the ins was not completely dead, but since the insr was dead, they had to turn off the ins, which caused them a lot of pain. No further complications are anticipated.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4): product type recharger: product ID (B)(4) serial# (B)(4): product type recharger: information references the main component of the system and other applicable components are: analysis of the (B)(4) serial# (B)(4) found evidence of broken connector pins. Fdc code (B)(4) applies to the recharger. Fdc code (B)(4) applies to the implantable neurostimulator. All fdr and fdm codes apply to the (B)(4) recharger. All codes previously applied to product ID (B)(4) serial# (B)(4): product type recharger should be disregarded as there is no information to reasonably suggest that the afore mentioned device in this report may have caused or contributed to a death or serious injury or that the afore mentioned device in this report has malfunctioned. Therefore, product ID (B)(4) serial# (B)(4): product type recharger should be considered a concomitant product only for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 (B)(6): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins recharger (insr) was not charging when plugged into the desktop charger (dtc), and the dtc connector pin was loose. The patient reported that their ins was low and that they had turned the ins off a replacement desktop charger (dtc) was sent. No additional patient symptoms or additional device complications were reported with this event.